Manufacturer narrative:
(B)(4).

Event description:
It is reported this event occured in the gsicu. The insertion site is unknown. During insertion of the guide wire, resistance was met and the swg kinked during the insertion. As a result, a new kit was opened and used successfully. There was a reported delay, however, it is noted the delay as not harmful to the patient. There was no reported patient injuries, complications or death.